Event description:
It was reported that following a protegen sling placement in 1997, the pt experienced vaginal discharge, bleeding, pain, tenderness and dyspareunia. It was reported on or before 8/27/1997 another physician became aware of palpable and/or exposed sutures in the area of the attachment of the protegen sling. On or about 10/13/1997 the pt was examined by another urologist who noted erosion of the sling material through the vaginal wall. In 1997, that pt underwent cystourethroscopy with removal of the eroding protegen sling was not adherent to the surrounding tissue at the time of removal; retained sutures were noted in the pt's bladder. No product was returned for eval.